Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: MFR report # 3003790304 - 2023 - 00235. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The intended procedure was ureteral stone removal and was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to e3. Device evaluation found the device connector has been separated from the fiber body/shaft at the strain relief tip. The strain relief has a very slight appearance of burning. The proximal cap was on the device. Lightly shaking the device revealed there may be loose components within the connector. The ends of the fiber are not clearly distinguishable between which end was the tip end and which end had joined at the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for this fiber break and the resulting burning has been determined to be due to user mishandling and misuse of the device. The fiber was reported to have been kinked prior to plugging the fiber in. The customer appears to have skipped the step in the instructions for use (IFU) in which the device is physically inspected while the aiming beam is active. The following information is stated in the IFU which may have prevented the event: "5. Activate the laser aiming beam. 6. Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the 200 micron tfl single use fiber was accidentally kinked at the location where the fiber itself connects to the grey connector at the fiber. This happened when the nurse removed the hat from the connector. The nurse did not notice, and the connector was inserted into the laser unit (tfl-pls). When the laser beam was activated a flame of fire immediately flashed from where the fiber had been kinked, fiber was burnt off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.